Event description:
The caller reported a rapid drop of 10% in battery charge, but it did not lead to an unexpected shutdown, nor did it drop to a critical level. There was no adverse impact to the customer's blood glucose level reported. The customer continued to use the pump for insulin therapy.